Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: one extended opening and red particles material was found on the shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one opening sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: one sharp edge opening in the side anterior assessed, as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and possible rupture. The device remains implanted.